Event description:
It was reported that the customer was hospitalized two years ago due to unexplained low blood glucose. Customer's blood glucose reading at the time of hospitalization was 68 mg/dl. Caller stated that the customer's insulin pump was over delivering, because it was less insulin in the reservoir than the units left indicated on the status screen. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with cracked display window corners and scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.